Event description:
An operating room nurse contacted the manufacturer and reported that she had an explanted generator to return from a vns pt that was explanted because she was having pain in her chest. The pt had her vns generator replaced for a smaller model. The pt's generator was implanted more lateral and with her breast tissue had some movement that was causing the pt pain and discomfort. The generator was reimplanted to a more medial position. During surgery, a breach in the outer lead tubing was noted. The lead function was checked and a new generator implanted. Good faith attempts are underway for further information about the reported event.